Event description:
It was reported that the customer experienced ¿battery charging issues." Additionally, it was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate, and that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.